Event description:
The customer reported that their device was showing its service wrench and needed attention. Upon evaluation by physio-control, it was observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a broken internal strap from the capacitor foil within the main high energy capacitor. The customer received a replacement device.